Event description:
Customer alleges unit started to smoke from top warmer cover and cover melted. Customer alleges that controller was turned off but unit continued to heat. Power was disconnected from wall outlet. Pt was transferred to post partum unit. No injury was reported.

Event description:
Customer alleges unit started to smoke from top warmer cover and cover melted. Customer alleges that controller was turned off but unit continued to heat. Power was disconnected from wall outlet. Pt was transferred to post partum unit. No injury was reported.